Manufacturer narrative:
Submit date: 2/20/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage, on (B)(6) 2018, service found that the device had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the device had no audio. The unit was triaged and the reported condition of no audible alarm was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.